Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed damaged insulation. The outer insulation abrasion was worn through, exposing coils. This type of damage is consistent with repeated stress over time. The reported oversensing was likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this right ventricular (rv) lead oversensed noise which caused the implantable cardioverter defibrillator (ICD) to deliver inappropriate anti-tachycardia pacing (atp). It was suspected that the rv lead was fractured. Additional information was requested from the field. This rv lead was explanted and replaced. No additional adverse patient effects were reported. Additional information was received from the field. The implantable cardioverter defibrillator (ICD) was replaced due to a therapy upgrade. It was not confirmed that there was a fracture in the rv lead. The cause of the noise was also not confirmed. It was also unknown if there was pacing inhibition. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead oversensed noise which caused the implantable cardioverter defibrillator (ICD) to deliver inappropriate anti-tachycardia pacing (atp). It was suspected that the rv lead was fractured. Additional information was requested from the field. This rv lead was explanted and replaced. No additional adverse patient effects were reported. Additional information was received from the field. The implantable cardioverter defibrillator (ICD) was replaced due to a therapy upgrade. It was not confirmed that there was a fracture in the rv lead. The cause of the noise was also not confirmed. It was also unknown if there was pacing inhibition. No additional adverse patient effects were reported.